Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown not provided. If implanted, give date: not applicable/ unknown. If explanted, give date: not applicable/ unknown. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was chipped coming out of the cartridge. Through follow up we learned that the issue occured prior to patient contact. No other information was provided.

Manufacturer narrative:
Device evaluation: the preloaded unit was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.